Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system showed noise and oversensing shortly after implant. High capture thresholds of the right ventricular (rv) lead were noted. This crt-d system remains in service. No adverse patient effects were reported.